Event description:
It was reported that an angio-seal was successfully deployed. Approximately four hrs later while the pt was in recovery, a large hematoma had developed at the puncture site, which appeared to be migrating down the pt's leg with a lot of ecchymosis and pt discomfort. Manual compression was held for approximately an hr and the pt was later discharged from the hosp. Additional info revealed the pt was readmitted to the hosp (date unk) and kept an extra day for monitoring. The pt reportedly received a thrombin injection. The pt was reported to be doing fine after the injection.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st jude medical, the cause for the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) states that bleeding or a hematoma at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses. The angio-seal device pt's info guide, which the pt is instructed to carry with them for 90 days states some bruising or discomfort is common during the healing process after intravascular procedures; however, if any of the following symptoms are experienced the pt is to contact their physician immediately at the number listed on their pt info card: fever, bleeding, persistent tenderness in the groin or swelling, redness and/or warm to touch, numbness, tingling or pain in the extremity when ambulating, rash, wound drainage, or any other unusual symptoms.